Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak coming from eic (electrolyte injection cup) on unicel dxc 600 pro synchron clinical system. The leaking was noticed during calibration and therefore, no patient results were generated during the event. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On (B)(6) 2011, bec field service engineer (fse) performed service on the instrument. The fse found no leak from eic, but the leak was coming from the rinse line where it connects to the collar wash. The customer tightened the tubing connection to the collar wash and this resolved the leak. (B)(4).